Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb and generator pcb were evaluated and replaced. The high voltage cable were evaluated and regreased. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'pre-charge voltage errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.